Event description:
It was reported via hospital medwatch that there was an "iab leak during insertion - removed balloon." There is no more info available.

Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more info becomes available.